Event description:
It was reported that the device was firing straight shots during test firing.

Manufacturer narrative:
The subject product was found to produce straight shots and appears to be related to tip wear.